Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation it was discovered the atrial lead was oversensing noise and causing discomfort through extra-cardiac stimulation. The atrial lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.